Manufacturer narrative:
Though requested, patient information was not provided. The reported event was confirmed in the event logs. The inspection of pump module sn (B)(4) found that the rear case was a third party part manufactured by elite biomedical solutions and mild contamination was observed on the pins of the left and right iui connectors with mildly crushed ribs on the right iui connector, but no issues were found that were relevant to the reported incident. The inspection performed on pcu sn (B)(4) found contamination and corrosion on the pins of the left and right iui, but no issues were found that were relevant to the reported incident. The pcu log confirmed: on (B)(6) 2020 at 6:40:42 am, the user reprogrammed the vtbi to 200 ml. The primary infusion continued at the rate of 10.4 ml/h. The calculated duration for this primary infusion was 19 hours and 12 minutes. Infusion completed as programmed on (B)(6) 2020 at 2:07:37 am. On (B)(6) 2020 at 2:14:51 am, the user selected the pump module and reprogrammed the vtbi to 200 ml. The primary infusion continued to infuse at the rate of 10.4 ml/h. The calculated duration for this primary infusion was 19 hours and 12 minutes. On (B)(6) 2020 at 11:28:10 am, the user selected the pump module and reprogrammed the vtbi to 75 ml. The primary infusion continued to infuse at the rate of 10.4 ml/h. The calculated duration for this primary infusion was 7 hours and 20 minutes. On (B)(6) 2020 at 11:35:52 am, the user selected the pump module and reprogrammed the vtbi to 10.4 ml. The primary infusion continued to infuse at the rate of 10.4 ml/h with the vtbi of 75 ml. The calculated duration for this primary infusion was 59 minutes. On (B)(6) 2020 at 11:54:41 am, pump module sn (B)(4) was channeled off and removed. Rate accuracy testing performed found that the pump module was delivering fluids within specification. Internal inspections of the pump module and pcu found no irregularities. The root cause was determined to be user programming. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 12/20/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Event description:
It was reported that the interleukin-2 (il-2, proleukin) biochemotherapy infusion was started on (B)(6) at 05:45 and programmed to run for 24 hours. However, on (B)(6) at 12:00 the pump was still infusing, with an estimated volume of 30 to 40mls left to infuse. The pump and pump modules were sequestered and replaced with new devices. There was no patient injury.